Event description:
It was reported that the patient's scs system was auto reducing. Diagnostics revealed high impedances on the lead, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: corrected d10 - concomitant medical products and therapy dates- 2 lead extensions were implanted and not just one as mentioned in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.